Event description:
It was reported that the tip broke off. The target lesion was located in the left main and left anterior descending artery. A 330cm rotawire was selected for use. During procedure, it was noted that the tip of the rotawire broke off into the septal branch when trying to redirect. The wire tip appeared completely detached and remaining inside the patient's body. The procedure was completed with a new rotawire and burr. No patient complications were reported and patient's condition was not complicated at this time.